Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - describe event or problem. Additionally, a correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter, and impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cerebral vascular accident, air embolism and st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician was removing the dilator, the patient took a deep breath causing air to ingress. Aspiration was performed and the procedure was continued without issues. It was noticed that the patient had a st elevation, so a coronary angiogram (cag) was performed and the st elevation improved. After the procedure was finished, when the patient woke up reported symptoms of cerebral infarction as inability to follow commands, inability to obey commands, and weakness in the left. A computed tomography (CT) scan was performed and confirm air in the left atrial appendage. Air aspiration treatment was performed and hyperbaric oxygen therapy. No further information was provided. It was further reported that the patient would be soon discharged home.

Event description:
It was reported that a patient experienced a cerebral vascular accident, air embolism and st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician was removing the dilator, the patient took a deep breath causing air to ingress. Aspiration was performed and the procedure was continued without issues. It was noticed that the patient had a st elevation, so a coronary angiogram (cag) was performed and the st elevation improved. After the procedure was finished, when the patient woke up reported symptoms of cerebral infarction as inability to follow commands, inability to obey commands, and weakness in the left. A computed tomography (CT) scan was performed and confirm air in the left atrial appendage. Air aspiration treatment was performed and hyperbaric oxygen therapy. No further information was provided. It was further reported that the patient was successfully discharged, but continue on rehabilitation due to difficulties holding chopsticks.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a cerebral vascular accident, air embolism and st segment elevation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. When the physician was removing the dilator, the patient took a deep breath causing air to ingress. Aspiration was performed and the procedure was continued without issues. It was noticed that the patient had a st elevation, so a coronary angiogram (cag) was performed and the st elevation improved. After the procedure was finished, when the patient woke up reported symptoms of cerebral infarction as inability to follow commands, inability to obey commands, and weakness in the left. A computed tomography (CT) scan was performed and confirm air in the left atrial appendage. Air aspiration treatment was performed and hyperbaric oxygen therapy. No further information was provided.